Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg stimulation stopped working. The patient stated he turned off his stimulation for a short while and when he turned it back on, the ipg would not communicate. Follow up information identified the patient was having an MRI and had his scs system removed.